Manufacturer narrative:
Dates estimated. (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as this complaint was based on an article review and the lot information regarding the complaint device was not provided. Based on the information provided, a cause for the recurrent mitral regurgitation (mr) and heart failure could not be determined. The reported patient effects of recurrent mr and heart failure are listed in the mitraclip system instructions for use, and are known possible complications associated with mitraclip procedures. The reported hospitalization and additional therapy/non-surgical treatment were results of case-specific circumstances, as prolonged hospitalization was required for heart failure treatment and a closure device was implanted to reduce the mr. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report recurrent mitral regurgitation and heart failure. It was reported through a research article that a patient underwent a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 2. Prior to inserting the devices, it was noted that the patient had a posterior prolapse, short posterior leaflet and had previously undergoing surgery to treat a ruptured papillary muscle. Two ntr clips were successfully implanted, reducing mr to a grade of 2. On an unknown date, the patient returned to the hospital due to heart failure symptoms. Echocardiography showed that the mr had increased to a grade of 4. On an unknown date, a second mitraclip procedure was performed in an attempt to treat the recurrent mr. Due to the angle of the implanted, clip an additional mitraclip could not be implanted; therefore, an amplatzer plug was implanted in between the two clips, reducing mr to a grade of 1. Details are listed in the attached article, titled "amplatzer vascular plug iii and interclip mitral regurgitation." No additional information was provided.